Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 28 2007. Evaluation summary: the reported condition of pump was alarming down occlusion and there was no occlusion found which occurred during patient use was not confirmed by the baxter repair technician. Inspection of the device revealed nine downstream occlusions were found to occur on the reported of the event date, however the event could not be duplicted. Downstream occlusion testing was performed and the pump passed. The pump head module (phm) was removed and connected to the phm diagnostic box, procedure for downstream occlusion was performed and the pump passed. An inspection of the pump found no damage or visual defects. No fluid intrusion was found. Assignable cause was determinded that although a downstream occlusion may no longer be present the pump will be stopped and alarming downstream occlusion once the auto restart limit is reached, the user must then restart the pump. The device was repaired and tested by the repair technician.

Event description:
The facility biomedical technician reported an infusion pump with condition of alarmed downstream occlusions during patient use. Reporter stated that notation was made that the pump case was partially open and broken during use. Reporter stated that the patient therapy was continued on a different pump without further incident. Reporter stated no injury is reported.